Event description:
Customer reported a malfunction with their pump, specifically displaying malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.